Manufacturer narrative:
Initial report sent: 09/24/2007. The initial report for this incident was rec'd on 06/29/07 and was asr reportable. However, additional info rec'd on 08/30/07 made this an MDR reportable serious injury.

Event description:
Procedure type: low anterior resection double staple. Patient gender: unknown. According to the reporter: the instrument was fired, but a leakage was found. The leakage was not bowel content. Additional manual suturing was performed to correct the leak. No bleeding or damage to the pt, but the operation was extended about 1 hour. No pt details were available.